Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged difficulty breathing/ short of breath. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received, section b5 was corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device will not turn on/device not functioning related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated and corrected by adding health effect - clinical code in this report which was incorrect in initial report. Section a1 was corrected by capturing patient identifier which was incorrect in initial report. Section b3 was corrected by capturing date of event which was incorrect in initial report. Section d1, d4 and h4 are corrected in this report by capturing device details which was incorrect in initial report. Section e1 was corrected by capturing initial reporter which was incorrect in initial report. Section g3 was incorrect in initial report; updated in this report.